Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient was experiencing electrical fault alarms. Upon evaluation by the manufacturer's representative, foreign material was found within the driveline connector. A cleaning procedure was performed to remove contaminants. Preliminary log file analysis confirmed the reported alarms. The controller ((B)(4)) was returned to manufacturer for evaluation; controller failed visual inspection and passed functional testing. The root cause for the reported "electrical faults" was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. The manufacturer has opened an internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is two of two reports (3007042319-2015-02693 and 3007042319-2015-02694) submitted for devices related to the same event.

Event description:
It was reported from the united states that the patient was experiencing electrical fault alarms two weeks post implant. A manufacturer's representative assessed the device and confirmed with the hospital staff that the patient could tolerate the ventricular assist device (vad)-off time associated with a driveline connector cleaning procedure. The electrical fault alarms could be reproduced by touching the controller and manipulating the driveline. The patient was prepped for the procedure with intravenous administration of heparin and milrinone. The manufacturer's representative performed a driveline connector cleaning procedure per the manufacturer's specification on (B)(6) 2014 to remove contaminants. Two driveline disconnects were performed with each disconnect lasting approximately 60 seconds and 80 seconds. It was stated that the patient tolerated the vad-off time well. A minimal amount of green fluid was noted inside the driveline connector and a small amount of fluid was noted inside the controller connector as well. The controller was exchanged during the procedure. The controller was removed from service and the patient was issued a replacement device. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.